Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definite root cause could not be identified. However, it was presumed that the phenomenon was caused by customer mishandling. The event can be detected and prevented by following the instructions for use which state: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Chapter 9 storage and disposal. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, there was film on the bronchofibervideoscope. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Based on the observation summary from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the customer is using the "finger trap" style distal end protection device in the scopes, this is a system wide device used for the scopes, the customer has been placing them over the distal end of the scope, so that it completely covered the distal end, with material hanging off the end of the scope. The customer was also not using detergent and water in the precleaning of the scope and the customer was not aspirating the irrigation channel of the scope. During the in-service, it was discussed that the scope should be dried before placing a device on the distal end, as well as not placing it over the distal end completely. The distal end of the scope needs to be free of any products to allow fluid exiting the distal end of the scope to completely exit the scope. The current way they were storing the scope possibly trapped residual water to dry on the lens, causing the film on the scope. The proper cleaning steps were reviewed during the in-service to correct any improper cleaning of the scope. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.